Manufacturer narrative:
This report is for two (2) unknown screws. The implant procedure took place on an unknown date in (B)(6) 2014. The revision/explant procedure took place on an unknown date in (B)(6) 2015. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in (B)(6) 2014, the patient was revised to a tomofix plate and screws (events leading up to that revision were captured in and reported under (B)(6)). In (B)(6) 2015, the patient underwent another revision surgery. During the procedure, it was discovered that two (2) of the implanted screws had broken. A prolongation of the procedure was reported, but the exact amount of time is unknown. This report is for two (2) unknown screws. This report is 2 of 2 for (B)(4).